Event description:
On (B)(6) 2026 additional information was received from the healthcare provider (hcp). The hcp reported that the patient has idiopathic urinary retention. Despite having a successful phase 1 trial, the patient has never been able to discontinue catheterizations, even with multiple reprogrammings. The cause was not determined, but likely just the patient not responding to the treatment. The hcp stated that they would meet with the patient again and would encourage removal. The hcp also reported that the patient did experience urinary retention prior to device implantation, it had not worsened, and catheterization was the patient's standard of care prior. The hcp added that they would schedule an appointment with the patient to turn up their stimulation. The issue was not yet resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient said they have been on this situation since 2022, they have tried many programs and the device is not working for them, they are thinking about removing it. Patient said they are seeing a new doctor next tuesday at vanderbilt and the doctor wants them to bring their equipment but they do not know the password to change the program. Reviewed interstim, control equipment general use that the patient app doesn't require a password. Pt said they can use the patient app but wanted to make sure the equipment worked when they see the hcp next week, in the past when they've talked with the rep on the phone they were given the password to make program changes. Pt used their programmer during the call and confirmed they were successful to use their patient app. Pt confirmed they've used program 3 for years and about 10 minutes before calling they turned therapy off. Reviewed the hcp app does require a password, patients use the patient app and redirected to their doctor. Pt reviewed, they did the evaluation in (B)(6) 2022 and then go the implant on (B)(6) 2022, they had on and off results through january of 2023 but nothing too normal with urination patterns, then they started changing programs working with the rep and with the doctor, pt said they've been doing fine with self catheterizations and they've had more utis in the last month or so that's why they want to try a new hcp. Pt said hcp and rep have worked very hard trying to help the pt and if they were asked if they would try interstim again they would.